Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"[Date and time] (B)(6) 2014 at 10:30 am the stent graft was implanted intended to shut off the collateral circulation resulted from adhesive tumor on descending aorta. In consideration of the curve of descending aorta of the patient, the spiral support strut markers were positioned facing to the greatest curvature. The doctor advanced the inner sheath with pushing the gray grip up to the black marker in the position #1 in a normal manner. However, he encountered strong resistant during changing the actuator knob position from #1 to #2 to deploy the stent graft from the inner sheath. The actuator position was not changed in a usual manner and seemed to be locked in the position #1 even if he applied the force. When the actuator knob was secured in the position #2 by being applied additional force, he heard clacked-like-sound. Then, the graft was deployed and implanted without any resistance. After the procedure, during retracting the system, the doctor tested to change the actuator knob from #4 to #2, but no resistance was felt. The procedure was successfully done. Additional clinical data such as CT images are not provided due to the operational issue of delivery system." Patient outcome: "the procedure was successfully done. No health injury was caused by the device was reported."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2017-00017. Device 2 is being reported under MDR 2247858-2017-00018. Device 3 is being reported under MDR 2247858-2017-00019. Bolton medical is voluntarily reporting a device malfunction related to the treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The treo related event occurred in UK and resulted in explant of the devices. The event did not lead to patient death.

Event description:
"Patient had treo implanted to treat aortic aneurysm, after the patient acquired and infection, treated with antibiotics, further info to be provided. Basically developed into mycotoc aneurysm which meant the graft needed to be explanted on (B)(6) 2017."